Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage hazard alarms regarding the mpu was confirmed via the provided log file. The log file contained data spanning approximately 10 days; however, the controller¿s clock was not properly set throughout the data, making the date timestamps inaccurate (25jan2000 ¿ 04feb2000 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. Conditions similar a loss of ac power triggering low voltage hazard alarms while the mpu was in use were observed, twice on ¿28jan2000¿ at 22:46 and once on ¿28jan2000¿ at 22:55. These events appeared to have been caused by brief interruptions in the mpu¿s power, as the rsoc steadily decreased during these events. However, the alarms resolved within a few seconds of activation when power was restored to the system, and each alarm resolved before a no external power alarm could become active. No other notable events regarding the mpu were observed. The mpu (serial number (B)(4)) was not returned for analysis. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(4), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with low voltage conditions. Low voltage hazard alarms may lead to no external power alarm conditions. To resolve the low voltage/no external power alarm: immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (rev. D, section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files revealed a few strings of atypical low voltage hazard alarms correlated to the mobile power unit (mpu).